Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Evidence at disposal: no sample was received and no picture available for a proper investigation. Device history record (DHR): reviewed the DHR for batch 25l06ged11, there is no abnormality and no such defect detected at in process and at final control product inspection. Statement from manufacturer: there are some possibilities that can cause the sample empties faster than nominal time in actual application, such as one or combination factors of more than one as below: temperature: the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 40 ml/hr to 47.2 ml/hr. Folded outer shell (outer layer): folded outer shell (outer layer) will also act as the external pressure to elastomeric membrane and increase the flow rate of the product. External pressure: external pressure such as squeezing or laying on the pump will increase the flow rate which causes the pump to empty earlier than the nominal time. Conclusion: as no sample was received, further investigation was not possible to determine the actual cause. Complaint is not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following information. UDI number (B)(4). Premarket submission # k081905.

Event description:
According to the event description: the pump infused in 8 hours instead of 12 hours.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k081905.